Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It has been reported to philips that the antenna was broken off the footswitch base station and therefore not started. The device was not in clinical use at the time the issue occurred. The user used a wired footswitch to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the antenna was broken off from the footswitch base station and therefore not started. Upon troubleshooting, fse found that the battery indicator was green, and the issue was due to missing antenna in the base station. To resolve the issue, fse replaced the base station of wireless footswitch and returned it to philips for further analysis. The analysis confirmed that the failure of wireless footswitch base station was due to missing antenna. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.